Event description:
It was reported that during preparation for a stenting treatment procedure, the stent was found to be partially deployed. After removing the veriflex 3.0x24mm stent from the packaging the stent appeared to be partially deployed and the balloon looked to be partially inflated, however, the stent was still attached to the delivery balloon. The procedure was completed with another of the same device. No patient complications occurred and the patient status was reported as fine.

Event description:
It was reported that during preparation for a stenting treatment procedure, the stent was found to be partially deployed. After removing the veriflex 3.0x24mm stent from the packaging the stent appeared to be partially deployed and the balloon looked to be partially inflated, however, the stent was still attached to the delivery balloon. The procedure was completed with another of the same device. No patient complications occurred and the patient status was reported as fine.

Manufacturer narrative:
Device evaluated by manufacturer- examination of the returned complaint device revealed that the stent was damaged and had moved on the balloon. The stent had moved 7mm distally on the balloon from the proximal marker band. The distal end struts were damaged and stretched. The undamaged portion of the stent met specifications. Further examination found that the balloon was in a tightly folded condition and no positive pressure had been applied. There was no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).